Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation after a fall. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: reference number: 110031013, item name: 28mm i.d. 46mm o.d. Size g bearing, lot number: unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
The follow-up report is being submitted to additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10 device is used for treatment. It was reported the patient dislocated due to a fall in the shower. As the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.